Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited an abnormal impedance measurement. The cause of the issue has not been determined and the status of the lead is not known at this time. No adverse patient effects were reported.